Manufacturer narrative:
Corrections: please refer to sections d9 the device was returned and h6 (device and health impact codes). The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the set screwdriver was received with its spiral in a deformed and uncoiled state. This suggests that an excess force has been applied in anti-clockwise direction while turning the screwdriver. The device also shows signs of frequent and intensive usage evidenced by circular scratch marks on the cylindrical portion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue. High torsional forces and rotation in anticlockwise direction led to the failure of the device. If more information is provided, the case will be reassessed.

Event description:
As reported: "gamma 3 set screw did not engage with the gamma 3 lag screw. The flexible set screwdriver was used to try and remove the set screw, but the driver became damaged. The surgeon made the decision to leave the gamma nail in the patient with the set screw not engaged with the gamma lag screw." Update - the surgery was delayed by 20-30 minutes.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "gamma 3 set screw did not engage with the gamma 3 lag screw. The flexible set screwdriver was used to try and remove the set screw, but the driver became damaged. The surgeon made the decision to leave the gamma nail in the patient with the set screw not engaged with the gamma lag screw."